Event description:
Caller reported a cartridge alarm with the pump. There was no adverse impact to the customer's blood glucose level. Customer support resolved the issue by sending a replacement pump, providing instructions on pump storage, and ensuring the caller understood the necessary steps to transfer settings and connect the cgm to the new pump. The customer was also advised to use multiple daily injections as a backup therapy and instructed to return the problematic pump to tandem within 10 days to prevent charges.